Event description:
The complainant reported that the patient had a history of diabetes mellitus. An echocardiogram performed one month prior to the st-segment elevation myocardial infarction (stemi) demonstrated an ejection fraction (ef) of 25%. The patient presented to the emergency department unresponsive and required immediate intubation; advanced life support was not necessary. Electrocardiogram (EKG) confirmed stemi, and the patient was taken emergently to the cardiac catheterization laboratory. Coronary angiography revealed severe calcified ostial left main (lm) disease, chronic total occlusion (cto) of the left anterior descending (lad) artery, and ostial right coronary artery (rca) disease. Due to hemodynamic instability and significant lm disease, the decision was made to proceed with impella support. Following approximately three hours of intervention, a stent was successfully placed in the left main artery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.